Manufacturer narrative:
H6: code 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. The device remains implanted and is not available for analysis. Images were sent to gore for analysis. Please see section b6. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement and aneurysm rupture. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Code 3191- this code is used to describe an endoleak. Please note that the date of event will be used as (B)(6) 2019- the date when a type ii endoleak was noted. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. The device remains implanted and is not available for analysis. Images were sent to gore for analysis and the investigation is in process. Further information will be provided. (B)(4). Please note that the date of event will be used as (B)(6) 2019- the date when a type ii endoleak was noted.

Event description:
On (B)(6) 2019, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system and a gore® excluder® iliac branch endoprosthesis to treat an abdominal aortic aneurysm. Reportedly, on (B)(6), 2019, a type ii endleak from the left lumbar artery was noted. On (B)(6) 2020, the type ii endoleak was treated using onix. The patient tolerated the procedure. On (B)(6) 2020, the persistent type ii endoleak was noticed. Reportedly, the small aneurysm enlargement was found. The physician is monitoring the type ii endoleak. Reportedly, on (B)(6) 2020, an aneurysm rupture was determined. According to the information provided, the aneurysm enlargement was attributed to the type ii endoleak and the heavily coagulation and caused the aneurysm rupture. On (B)(6) 2020, the patient underwent endovascular procedure to treat the rupture. The patient is doing well.